Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. H3: evaluation is in progress, but not yet concluded.

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting procedure, the endoscopic vein harvesting (evh) tip was broken intra-operatively. The distal fragment separated from main device. *product was changed out. *procedure completed successfully.